Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient implanted with a pacemaker system, experienced elevated heart rate episodes that varied from 130 to 170 beats per minute while resting. A clinician inquired if the events could be caused by the minute ventilation (mv) or signal artifact monitoring (sam) features. Additionally, it was mentioned that one of the episodes occurred when the patient was in hospital admitted for ablation. As result, electromagnetic interference (emi) oversensing was also suspected. At the time, the system remained implanted and the mv feature remained on. Subsequently, troubleshooting was performed. In hospital, the pacemaker exhibited normal behavior and the mv responded as expected. The patient experienced the symptoms after assuming a prone position with arms elevated over the head. The stored electrogram (egm) evidenced the elevated rate was caused by the mv response and far-field r-wave oversensing. Boston scientific technical services (ts) recommended additional troubleshooting to determine if the location of the pacemaker was optimal. The pacemaker remains in service. No additional adverse patient effects were reported.